Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff experienced system error code 802 when the setup joint clutch was pressed on one of the instrument arms. An intuitive surgical technical support engineer reviewed the system pop-up logs and observed multiple occurrences of system error code 23. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error codes 23 and 802 were associated with a setup joint (suj) arm. The suj is a non-motorized mechanical arm which the surgical team moves to position and support a patient side manipulator (psm) or endoscopic camera manipulator (ecm). It transmits information to and from the manipulator and from its own joint positions to the remote arm controller. The system was repaired by replacing the affected suj. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23 is reported by software to denote communication faults in the low voltage differential signal carrying information about the psm, with system error code 802 being generated as a sympathetic fault. In the event of these communication issues, the system records the fault and transitions to a safe state. The suj was returned for evaluation. Engineering discovered a shortage in the suj's internal cable harness, thus generating the system error code experienced by the customer. As of december 9, 2010, there have been no reported recurrences of the issue at this hospital.